Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: 24. Strip code: 24. Strip storage: unknown. Symptoms: "crazy headed", per pt and thirsty. A pt reported they went into insulin shock because of excessive insulin. Pt also contacted dr. Their meter allegedly was inaccurately high. The result on their meter was 437 (no units). Pt was not treated. No further info has been reported.